Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a female patient who had essure (ess205) (batch no. 621676,621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), nausea ("nausea"), headache ("headaches"), ovarian cyst ("ovarian cysts") and abdominal distension ("bloating"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, migraine, ovarian cyst and abdominal distension had resolved and the headache outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, headache, menorrhagia, migraine, nausea and ovarian cyst to be related to essure (ess205). The reporter commented: discrepancy added:essure insertion date as per mr is (B)(6) 2007,whereas date in case is (B)(6) 2007. She received treatment for dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: reporter added, lot number added, essure insertion date updated, medical history added, reporter causality comment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in a female patient who had essure (ess205) (batch no. 621676,621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), nausea ("nausea"), headache ("headaches"), ovarian cyst ("ovarian cysts") and abdominal distension ("bloating"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure (ess205) was removed on (B)(6)-2016. At the time of the report, the dysmenorrhoea, menorrhagia, migraine, ovarian cyst and abdominal distension had resolved and the headache outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, headache, menorrhagia, migraine, nausea and ovarian cyst to be related to essure (ess205). The reporter commented: discrepancy added:essure insertion date as per mr is (B)(6)2007,wheras date in case is (B)(6)2007. She received treatment for dysmenorrhea, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2007: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number:621676 manufacturing date:2006-10 expiration date:2008-09 lot number:621814 manufacturing date:2006-12 expiration date:2008-11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), nausea ("nausea"), headache ("headaches"), ovarian cyst ("ovarian cysts") and abdominal distension ("bloating"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, migraine, ovarian cyst and abdominal distension had resolved and the headache outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, headache, menorrhagia, migraine, nausea and ovarian cyst to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case became incident. Injury nos was replaced with new events dysmenorrhea, menorrhagia, migraines, nausea, headaches, ovarian cysts, bloating were added. Updated outcome of events dysmenorrhea, menorrhagia, ovarian cysts, bloating to recovered/resolved. Date of removal and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.